Event description:
During t2 tibial nail surgery, the surgeon inserted the nail in the patient bone and inserted two locking screws in the proximal screw hole. And three locking screws were inserted in distal screw hole(ml hole and ap hole). Where the surgeon tried to finish the operation, the blood flow obstruction occurred in the patient's foot. When the surgeon checked using the echo, it turned out that the head of the screw inserted in distal ap screw hole is compressing anterior tibial artery. Therefore, the surgeon removed the screw inserted in distal ap screw hole. The blood flow was recovered and the operation was completed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: the reported incident was confirmed by photos. The medical review of provided information revealed that the event was caused by performing the treatment. The event was not caused by a deficiency of the device.

Event description:
During t2 tibial nail surgery, the surgeon inserted the nail in the patient bone and inserted two locking screws in the proximal screw hole. And three locking screws were inserted in distal screw hole(ml hole and ap hole). Where the surgeon tried to finish the operation, the blood flow obstruction occurred in the patient's foot. When the surgeon checked using the echo, it turned out that the head of the screw inserted in distal ap screw hole is compressing anterior tibial artery. Therefore, the surgeon removed the screw inserted in distal ap screw hole. The blood flow was recovered and the operation was completed.